Event description:
Pulmonetic systems, inc. Received a call from rep of facility on 07/2002. The rep reported the following problem: vent shut down on pt on 3 occasions, unit did alarm. No pt harm reported.